Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Per the physician, the tight stenosis was the cause of the perforation event. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The diamondback 360 coronary orbital atherectomy system instructions for use warns that a vessel perforation is a potential adverse event that may occur and/or require intervention. Csi ID: (B)(4).

Event description:
During orbital atherectomy treatment, the crown jumped forward, and imaging revealed that the diamondback coronary orbital atherectomy device (oad) was occlusive in the vessel. The oad then stalled during antegrade treatment and was removed. A small vessel perforation was identified. Balloon tamponade and stent placement were performed to sealed the perforation down to a manageable type c dissection. The dissection was resolved with stent placement. The patient stable throughout procedure, and did well overnight.